Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 758mg/dl and diabetic ketoacidosis. Reportedly, customer had a urinary tract infection which caused elevated bg levels. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.